Manufacturer narrative:
Additional information in b4, d4: (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The specified identity of the devices were confirmed and they were examined. Visual inspection revealed that the tip of one of the drivers (lot pz17a) had fractured off. The other driver (lot px74b) had signs of use, but no damage. Lot px74b was functionally tested with a polaris 5.5 screw (part number '2000-3340' lot '524970') and was able to mate and unmate as expected. The drivers were hardness tested on eq-0479. Lot px74b was 50 hrc and lot pz17a was 50.8 hrc; they both meet the drawing's minimum requirement of 48 hrc. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke.the surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. The complaint is confirmed for fracture for one driver from lot pz17a. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Screwdriver tip or alignment block fracture, disassembly, or stripping can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke.the surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. There were no reported impacts associated with the screw shaft. This is report one of four for this event.

Manufacturer narrative:
Reference reports: reference reports 3012447612-2019-00556 to 3012447612-2019-00558 and 3012447612-2019-00566.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke. The surgeon was unable to advance or remove the screw, so he cut off the top of screw and left half of the screw shaft embedded within the bone. A screw was unable to be placed on this side at this level of the construct. There were no reported impacts associated with the screw shaft. This is report one of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00556 to 3012447612-2019-00558.

Event description:
It was reported that during the procedure, while attempting to screw into extremely hard bone, the screw stopped advancing. The surgeon attempted to put the driver in reverse and back out the screw but the tip of the driver sheared off. The surgeon tried a second driver whose tip also sheared off and a dorsal height adjuster that broke. The case was completed by cutting the screw out with a bit. There was no delay over thirty minutes and no reported patient impacts. This is report one of three.